Manufacturer narrative:
Reference medwatch with a1 pt for additional systems related to this pt.

Event description:
Caller is unsure which coaguchek system produced specific results. Caller states the pt tested 8.0 inr and 8.0 inr on the coaguchek system and 4.9-5.5 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.